Manufacturer narrative:
Update/correction: the initial report indicated that the device was returned 2016-nov-18 and available for evaluation. However had been updated in this report to reflect that the event related product (catheter) was not returned to the manufacturer/not available for evaluation. Update/correction: the initial report indicated no with code 02 (device evaluation anticipated, but not yet begun). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) applies to the catheters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to de liver fentanyl, 15000 mcg/ml at a dosage of 4000 mcg/day; indicated for failed back surgery syndrome, spinal stenosis, post lumbar laminectomy syndrome, degenerative disc disease, and spinal pain. It was reported that a dye study was performed due to significant volume discrepancies at the last several refills, but nothing was confirmed. It was noted that there were no known environmental, external or patient factors that may have led or contributed to the issue. The patient reported that they had not been receiving good pain relief for last several months. On (B)(6) 2016, the patient underwent a catheter revision and pump replacement, where it was noted that the catheter was occluded at pump pocket site. It was stated that once the sutureless pump connector was removed, there was no return; no aspiration was possible. The healthcare provider then proceeded to trim off a portion of the catheter. It was reported that after this approximately 10 cm portion was trimmed, the catheter flow was intact. The catheter was spliced and then reconnected to the pump, and 1 cc was able to be withdrawn from the catheter access port (cap). The catheter was then primed using a priming bolus and therapy was reinstated. It was indicated that the issue was considered resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.